Manufacturer narrative:
Investigation ¿ evaluation: a review of manufacturing instructions, drawings, specifications, quality control data, visual inspection and functional testing was conducted during the investigation. The complaint device was returned for evaluation. The device was returned with the handle in the open position and the basket formation in the open position. A functional test determined the handle actuates the basket formation. A visual examination noted the basket formation appeared to be flattened. A document-based investigation evaluation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information and evaluation of the returned device, a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported the user opened the ncircle tipless stone extractor basket to verify the device function prior to patient contact. It was noted the basket did not form a circle and was found deformed. Another ncircle tipless stone extractor was used to complete the procedure. No adverse effects or consequences were reported to the patient due to this occurrence.